Event description:
Unable to verify efficacy of cleaning process due to design. Does not come apart for cleaning. Contaminated surgical field from debris that has fallen out of the collar on the neck of this device. Increases the risk of surgical infection to the patient and implant failure.